Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The mitraclip system instructions for use (IFU) states that leaflet flail gap greater than or equal to 10 mm and/or leaflet flail width greater than or equal to 15 mm is one of the anatomic considerations that may result in suboptimal leaflet insertion and/or mitraclip nt implantation, which suggests that user technique contributed to the device being damaged by another device and resulted in the single leaflet device attachment (slda). The reported patient effects of mitral regurgitation (mr), mitral valve injury (tissue damage), cardiogenic shock, heart failure and death as listed in the IFU, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported device being damaged by another device appears to be related to user technique, and ultimately resulted in the slda of the clip. The reported death was due to the severe pre-existing condition of the patient. The heart failure and cardiogenic shock was secondary to the mr. The reported tissue damage and mr was due to the slda of the clip. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient selection (flail gap 10-12mm). The clip remains implanted. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system (70926u105) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda), leaflet damage and death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. There was a flail gap of 10-12mm. One clip (70926u104) was implanted and the mr was reduced to 3. The second clip delivery system (cds 70926u105) was advanced to the mitral valve. During grasping, the mr was reduced to 2, but the gradient rose to 7mmhg. The second clip was attempted to be repositioned, but touched the first clip. At this point, the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The posterior leaflet was torn and the mr returned to 4. The second clip was attempted to be placed for stabilization, but grasping was difficult. The leaflets were grasped, but the leaflet insertion was not sufficient and there was no mr reduction; therefore, the second clip was not implanted and the cds was removed. The mr remained at 4. The procedure was discontinued. On (B)(6) 2018, the patient died due to a combination of mr, aortic valve stenosis, heart failure and infection (patient was in cardiogenic shock). In the physicians opinion, due to the severe status of the patient, the mitraclip procedure was the last chance for the patient to live longer than 3-6 months. No additional information was provided.